Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No blank display was noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 11/26/2025 10:11:00 faster than expected at 0.05 days. Battery cycle 2.0 received the lowbatteryalert (104) on 11/26/2025 08:35:00 after more than 7 days at 23.69 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Battery was removed and reinserted after 10 minutes. No unexpected pump error 23, 49, or 68 noted during testing. However, pump error 49 was found during download history review on 12/14/2025 19:56:10.000. Line=691 file=39. Pump error 68 was also found on 12/14/2025 19:56:10.000. Line=691 file=39. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement test, active current measurement test, self-test, and displacement test. Unit was then cut open to perform visual inspection and no evidence of moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly was noted. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of blank display were not confirmed when unit powered on after battery installation. Allegations of no communication between pump and transmitter were not confirmed when pump successfully communicated and paired with transmitter during testing. Allegations for pump error 23 were not confirmed when no pump error 23 anomalies noted during testing. However, allegations for pump errors 68 and 49 were confirmed when both alarms were noted in download history review. Additionally, allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Unit was also received with unexpected battery power loss when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the transmitter and the pump, blank display, pump error 49(history pointers failed. The history pointers are corrupted), pump error 68(trace pointers are invalid), and pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed. The display was blank for less than 30 seconds and then returned. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.